Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. The correct delivery system was used and no anatomical interference, or angulation or kink in the delivery system was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_806 - pfo occluder pas, patient site ID: (B)(6)) it was reported that on (B)(6)2023, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was selected for procedure with a 9f amplatzer talisman delivery system. It was noted during procedure that the occluder exhibited a bulbous deformation. The decision was made to remove and replace the 30-25mm amplatzer talisman pfo occluder with a 25-18mm amplatzer talisman pfo occluder to complete the procedure. The deformed device was removed from the patient prior to release from the delivery cable. There was no report of any interaction with cardiac structures during procedure and there was no report of any angulation or kink noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Event description:
Clinical information: crd_806 - pfo occluder pas, patient site ID:(B)(6). It was reported that on (B)(6) 2023, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was selected for procedure. It was noted during procedure that the occluder exhibited a deformation. The decision was made to remove and replace the 30-25mm amplatzer talisman pfo occluder with a 25-18mm amplatzer talisman pfo occluder to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.